Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6)2024 and barbed suture was used. It was reported that fixation feature broke during the surgery. Changed another two to continue the surgery, the same problem happened. Changed another one to complete surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/22/2024 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; one box open with six unopened samples and one sealed box that pertained to the product code sxpp1a400. A total of 18 unopened samples were received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened and it was noted that the needle-suture combinations were placed correctly. The sutures were dispensed without problems and examined along the strand, and no anomalies or issues related to the fixation tab could be observed. In addition, the barbs were found intact. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.